Event description:
It was reported that the pump battery was depleting quickly. Customer's blood glucose was 128 mg/dl. Reportedly, the customer had not been charging the pump appropriately, customer was educated on appropriate charging techniques; however, customer continued to allege the pump battery drained too fast. Reportedly, the customer reverted to an alternate form on insulin therapy and additional training was scheduled to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.